Manufacturer narrative:
Patient weight not available. Date patient pain and nonunion began is not known. (B)(4) expiration date(10)lot number unknown. Date of implant is not known. Date of explant is (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a hardware removal surgery on an unknown date in (B)(6) 2018 due to complaint of pain and non-union. Following the original procedure, the patient complained of pain and an x-ray revealed a non-union. During revision surgery in (B)(6) 2018, a 10 x 315 mm ex tibial nail, 3 screws and an end cap were removed. After the removal of the devices the surgeon reamed the patients femur for bone grafting and revised the patient to a zimmer tibial nail. Original procedure information is not available as the patient was implant at another hospital on an unknown date. This report is for one (1) ti end cap for tibial nail. This is report 2 of 3 for (B)(4).